Event description:
It was reported that, while servicing the device, a ge field service engineer manually rotated the gantry and pinched his hand, sustaining a fracture of his left index finger. Medical treatment included surgical insertion of two pins, stitches and hospitalization for observation.

Manufacturer narrative:
Ge healthcare's investigation is ongoing. A follow up report will be provided after the investigation has been completed. Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Manufacturer narrative:
According to the information obtained from communications with ge engineering, environmental health and safety, and field service, the field service engineer (fse) had performed a dastools test and wanted to turn off the service switches located on the right side of the gantry. At that time, the rotation of the gantry had slowed down, but the fse did not wait until the gantry had completely stopped rotating, and walked toward the 120v power switch. The fse then suddenly lost his balance while lifting his left arm; as a result, his left hand was injured by the power supply box on the gantry when he rotated the gantry manually. There was no indication of device malfunction. The root cause was user error, since the fse did not follow standard service protocol when he walked toward the rotating gantry. Ge healthcare has created an ehs case "no. 17 healthcare china s/s east region" to track related actions with the field engineer.